Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that a problem occurred with the injector during use leading to iol explantation and exchange. The lens was explanted and exchanged during the original surgery session. "Iol replacement or extractiion" is listed in the "adverse events" section of the rayone IFU. The device was not returned to rayner. Our review of production records the rayone spheric rao100c batch 036295926 showed that all manufacturing and quality checks were conducted with successful results. A review of existing vigilance data confirms that this is an isolated event. No other incidents, of any type, have been reported against the rayone spheric rao100c batch 036295926. There is insufficient evidence and information available to establish root cause. Addiitonal information has been requested to aid further investigation of the event.

Event description:
On 9th june 2026, rayner received notificaton from a healthcare facility in poland of an event that occurred during use of a rayone spheric rao100c. The event description provided states that a problem occurred with the injector during use leading to iol explantation and exchange.